Manufacturer narrative:
This case is being reported based on information received 27-jun-07, initial report: reported by a dermatologist; a female who suffered from a strong nodules after cosmetic injection with sculptra (poly-l-lactic acid) one year ago. Follow-up dated three months earlier: provided by physician: this case involves a female patient who was treated one year ago with sculptra for cosmetic injection. In early 2007 the patient suffered from foreign-body granuloma with swelling ("strong nodules"). Outcome ongoing. Treatment with cortisone is planned. The physician assessed the causal relationship between the reported event and treatment with sculptra as "highly probable". Follow-up received 26-mar-2007: ptc investigation: batch record review without hint to root cause; no faults, defects, damages detectable; conclusion: no fauots detactable. Follow-up dated three months later: provided by patient: she received sculptra in 2006 into both halfs of face. In five months later, she noticed first swellings and furthermore an unpleasant "sparking" and first palpable forming of nodules. She was treated with cortisone in relation with an agent for cancer (nos). However, the swellings and the unpleasant feeling increased and the face looked more and more disfigured. Meanwhile she underwent three facial surgeries to remove a large amount of "granuloma", which had already grown into the musculature and spread over the face. According to the patient a recovery is not in sight, particularly since new granules came "out of the deep" of already treated parts of the face, causing swellings and impossibility in healing of the scars of the surgeries. Follow-up dated in 2007: provided by physician: the patient contacted the physician on six months earlier for the first time; diagnosis formation of granulomas around the corner of the mouth, bilateral. Treatment: mepivacaine and prednisolone, sub-focal infiltration on the same day and the following month was performed. Outcome: symptoms improved.

Event description:
Initial report. This case was reported from a dermatologist and refers to a female patient who suffered from strong nodules after cosmetic injection with sculptra (poly-l-lactic acid, batch-no unknown) ; injection was done one year ago. Additional information received 16-may-2007 addendum provided by physician: this case involves a female patient who was treated one year ago with sculptra for cosmetic injection. In 2007, the patient suffered from foreign-body granuloma with swelling ("strong nodules"). Outcome: ongoing. Treatment with cortisone is planned. The physician assessed the causal relationship between the reported event and treatment with sculptra as "highly probable". Additional information received 26-mar-2007. Assessment after ptc investigation: batch record review without hint to root cause; no faults, defects, damages detectable; conclusion: no faults detectable. Addendum for follow-up received 27-jun-2007 was changed due to internal review fifteen days earlier. The patient herself contacted the company and described further circumstances of the event: she received the drug in 2006 as injections into both halfs of face. In five months later, she noticed first swellings and furthermore an unpleasant "sparkling" and first palpable forming of nodules. She received several times treatment with cortisone and was referred to another physician who administered cortisone in relation with an agent for cancer (nos). However, the swellings and the unpleasant feeling increased and the face looked more and more disfigured. Meanwhile she underwent three facial surgeries to remove a large amount of "granuloma", which had already grown into the musculature and spread over the face. According to the patient a recovery is not in sight, particularly since new granules came "out of the deep" of already treated parts of the face, causing swellings and impossibility in healing of the scars of the surgeries. Additional information received on 20-jul-2007. Addendum provided by physician: the patient contacted the physician in early 2007 for the first time; diagnosis: formation of granulomas around the corner of the mouth, bilateral. Treatment: mepivacaine and prednisolone, sub-focal infiltration on the same day and the following month was performed. Outcome: sings and symptoms improved. The physician referred the patient on the next month, to an experienced specialist for dermatology.